Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a partial display. It was stated that the screen has a mark like a black circle that seems to be getting bigger. It was stated that it is possible that the device was dropped or bumped. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No missing segments or partial display was noted. The insulin pump had a slightly bleeding display glass. The insulin pump passed functional tests. However, the device was received with a cracked display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.